Event description:
The customer reported, the system intermittently locked up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, table sensor, and sensor interface were found faulty. Waiting on customer approval for repairs.